Manufacturer narrative:
Product ID 37751 lot# serial# (B)(4). Implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger (insr) screen went white last night when the pt tried to connect to their implant to charge and was still white. Pss had pt connect to their implant to charge using the recharger. Pt saw the "contact clinician eri" message on their screen; pss reviewed information with the pt on eri. Pt than saw "charge ins" message on their recharger; pt tried to connect to charge again but saw the same message and it will not connect. Pt said they last time they successfully charged their implant was two weeks ago and they normally charge their implant every week but somehow missed a week. Pt said they weren't feeling stimulation. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information from the patient indicated that the scs device has reached eos (end of service). The patient was redirected to their hcp.